Manufacturer narrative:
(B)(4).

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Preoperative and postoperative diagnosis was ventral hernia. ­­­­­­­­­the procedure performed was repair of ventral hernia, extensive lysis of adhesions. The patient has had a pain and recurrence.